Manufacturer narrative:
Insulin pump received with missing segments or partial display, problem isolated to lcd board. Unable to perform any tests due to lcd physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had missing segment when they press buttons on the insulin pump. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.